Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The service department of oekg checked the device and confirmed that the reported phenomenon was reproduced. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by an accidental failure of the video processing board due to excessive force or static electricity applied to or around the digital output terminal. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of oekg service department the following was confirmed; no abnormalities were noted in the appearance of the device. The printed circuit board of the device was defective. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a procedure for bronchoscopy, digital output was failed and no endoscopic image was displayed. The procedure with the device has been completed without using endoscopic image capturing function. There was no report of patient injury associated with this event.